Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery test after changing the battery. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Customer's blood glucose level was 142 mg/dl. The device was not returned.